Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets fell off events on 24-may-24 and 26-may-2024.the event 1 occured within 5 days of insertion and event 2 occured within 2 days of insertion.the patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1919719 - MDR 3003442380-2024-15845 - device 1 of 2.